Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative inspected the imaging system on-site. The systems were started, and the mobile view station (mvs) booted correctly, while the image acquisition system (ias) would not progress past "booting please wait". Entered the ias remote desktop, and found that the file c:medtronic/oarm/run.wsf was missing. Went to that location and the folder "oarm" was empty. All files were missing. Reloaded the software and the ias began booting correctly to the 2d screen. Completed 2d images and 3d spin. A software investigation was also completed. The software investigation found that the reported event was related to a software issue. This issue was documented in a medtronic navigation software anomaly tracking database. A full imaging system check-out was completed following reloading of the software and all tests passed. Full system functionality was confirmed and the system was returned to service.

Event description:
A site representative reported that the imaging system would not advance past the boot screen when the system was being booted up. There was no patient present when this issue was identified.